Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis a box with nine unopened samples of product code eh7222, lot mbq253. During the visual inspection of nine samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 6 device issues captured in reports , 2210968-2019-80918, 2210968-2019-80919, 2210968-2019-80920, 2210968-2019-80921, 2210968-2019-80922 and 2210968-2019-80923. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mbq253, eh7222h and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture split lengthwise and twirled when knotting. The procedure was completed with a like device from a different lot. There were no adverse patient consequences reported.